Event description:
The customer reported filament regulator error message, system was rebooted to finish case.

Manufacturer narrative:
The service rep could not reproduce the problem. System operates as intended.